Manufacturer narrative:
The root cause is attributed to a less then optimum weld of the extender tube and nozzle body. The process tooling has been improved to preclude this condition.

Event description:
The event occured at a work shop at the distribution center. Upon injection of cement, the nozzle dissociated from device. This event did not occur during a surgical procedure, therefore there was no adverse consequence for any pt or delay in surgery or anesthesia time.